Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.

Event description:
Customer's father relayed this information by email to customer support. In 2008, the customer and his family traveled to a friend's home. The customer woke up sick and vomiting with a blood sugar (bg) into the 400's (mg/dl). Customer said he would be okay in a couple of hours so they left the house. It is unclear what the customer's bg had been the night before. The bg did not get better during the travel and the customer was rushed to the hospital. A follow up was made with the customer's father to obtain additional information. Father said that his son took a bolus and then changed the pod. After they left the house he began to feel sick again. He tested his bg and it was over 500 mg/dl. He didn't have any backup supplies (no syringe or insulin) with him. He continued to take insulin with the pod, but his bg remained high and he was vomiting. They took him to the nearest hospital. He was admitted for dka. They brought his bg down, but they kept him there for 3 days. No further information is available.